Event description:
It was reported by the affiliate that prior to an unk procedure, it was found that the electrode of the device was protruded from the package before use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 1/9/09. Information anticipated, but unavailable at this time.